Event description:
It was reported that the patient had been using liberator medical supply for 4 years or a little over. Patient had 2 urinary tract infections within the last 90 days and found that the intermittent catheters were so sharp, and the patient dropped a catheter on the floor and went to pick it up and noticed it was not smooth and it was rough. Patient went to the emergency room yesterday and they put antibiotic for the patient and stated it was rough all the way and the patient did not want pre-lubricated catheters because the patient had a hard time opening thing. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "biocompatibility issues". A potential root cause for this failure could be ¿unsuitable material¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. Dispose of appropriately after procedure. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. Please consult your doctor before using this product if any of the following conditions are present: severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)".